Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user dropped the device while on a treadmill, resulting in a cracked and minimally responsive screen and a subsequent hyperglycemic episode with a peak blood glucose value of 250 mg/dl. The user reverted to insulin injections while awaiting a replacement device. No outside medical intervention was required.